Manufacturer narrative:
Neither the device nor copies of applicable imaging studies were submitted to the manufacturer for review. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a cervical corpectomy and fusion at c4-6 using interbody device and rhbmp-2/acs. Immediately following the surgery, the patient developed a superior laryngeal nerve palsy, which the surgeon feels is a surgical complication that is unrelated to the device. At an unknown time post-op, it was noted that the strut graft had cut through the inferior vertebral body, and a re-operation was required approximately three weeks post-op. The surgeon was unable to re-apply another plate and screws during the revision, due to the difficult exposure related to localized tissue swelling. Current patient status is unknown.